Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and severely scratched display window noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The insulin pump was returned for analysis.